Event description:
It was reported that this right ventricular (rv) lead was explanted due to intermittent loss of capture. A new rv lead was successfully implanted. No additional adverse patient effects were reported. It is unknown is this device will be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).